Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005; 4524-45 lead, implanted: 1(B)(6) 1997; 8731 catheter, implanted: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to a systemic yeast infection. The system was not replaced at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.